Manufacturer narrative:
This report is being filed to provide in investigation: the run data file (rdf) was analyzed for this event.root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time.alerts that are known to contribute to wbc contamination were not generated in this run datafile. As the trima system cannot count the cells entering the platelet product bag, the rbcdetector signals must see a significant change in the reflectance values to notify the operator ofan lrs chamber saturation and to count the wbcs in the platelet product. In this case, thesignals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data filereported that the platelet product could be labeled as leukoreduced. Although the trima systemhas several methods for detection of possible wbc contamination, it is possible that some eventsmay elude the detection capability of the trima system. Run data file analysis did not show aconclusive root cause for the elevated wbc content in the platelet product reported for thiscollection. Based on the available information, it is possible, though not conclusive, this failure maybe related to donor specific blood characteristics that may challenge the trima leukoreductionsystem.

Manufacturer narrative:
This report is being filed to provide in investigation: further evaluation of this event has determined that the device did not causeor contribute to a death or serious injury, nor is there a likely potential for death or serious injuryassociated with this event based on additional investigational information. It was confirmed thatthe rwbc count for this product was 2.18x10^6 per unit, which falls below the limit of 8.0x10^6for a double collection.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit ID: (B)(6). This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.